Event description:
It was reported that during an abdominoperineal resection procedure, during activation the blade broke in two and the shears were replaced. The surgeon as said that he was not applying excess pressure and nor did he use the device on a solid object, i.e. A clip or other metal objects. Patient was stable. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.